Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2023-07843. It was reported that the patient's controller had unknown alarms with 'all lights flashing'. The patient exchanged their controller but could not recall what the screen stated. There have been no issues since the exchange. A review of the log files was unable to determine what alarms occured prior to the controller exchange. The log files captured the driveline disconnect alarms on (B)(6) 2023 at 1559.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a pump stop consistent with the driveline being disconnected; however, a specific cause for the driveline disconnect could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023. On (B)(6) 2023 at 15:55:38, a low battery advisory alarm activated due to routine battery depletion. At 15:59:02, the pump stopped due the driveline being disconnected. This event was associated with low flow hazard, low speed hazard, and driveline disconnected alarms. The driveline was reconnected at 16:12:21 and disconnected again at 16:12:28, consistent with the report that the controller was exchanged. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas IFU, rev. C, outlines all system controller alarms as well as the appropriate actions associated with them in section 7, ¿alarms and troubleshooting¿. Section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. It also states to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. The heartmate ii lvas patient handbook, rev. C, outlines all system controller alarms as well as the appropriate actions associated with them in section 5, ¿alarms and troubleshooting¿. The patient handbook also caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.